Event description:
Additional information received indicated the leads had migrated which was confirmed via x-ray imaging.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received which indicates that patient had a lead revision on (B)(6) 2020 ,leads were found to have uncrossed themselves and also moved from the initial position which showed in x-ay. During revision the leads were tested on table and effective therapy was achieved and as such the leads were left in place.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2020-00396. It was reported patient experienced ineffective therapy form (B)(6) 2019. Patient was added new programs and multiple programming was done and followed up later and the issue did not resolve. To address this issue patient may be awaiting surgical intervention at a later time.